Manufacturer narrative:
MFR suspects that customer unintentionally selected a previously tested pt ID during the pt ID process step. This is possible as the prompt for "enter new patient" shares the same touch screen display as "patient recall" which allows the customer to select from a list of previously run pt ids.

Event description:
Customer reports false positive urine hcg with clinitek hcg assay and pt ID error. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to pt health.